Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that a therapy cable would not connect to their device. As a result, defibrillation would not be possible.  There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the customer that they replaced the therapy connector assembly to resolve the reported issue.  After observing proper device operation through functional and performance testing the unit was placed back into service for use.  The device was not returned to physio-control for evaluation.